Event description:
It was reported that the patient presented for a generator change due to normal eri. Upon interrogation, right atrial and ventricular leads exhibited high impedance. The leads were switched from a bipolar to a unipolar configuration and the measurements were within range. Both leads were capped and replaced successfully on (B)(6) 2017. Patient was doing fine post operation.